Manufacturer narrative:
Concomitant medical products: 407652 lead, implanted (B)(6) 2006: l 501da24 mechanical valve (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high thresholds, rising and undefined high impedance, and a lead fracture were noted on the right ventricular (rv) lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.